Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient indicated that they have been having ongoing issues with the applications. The patient's mother had reset the application and smart device, un-install and re-install the application multiple times. The patient's mother indicated that the patient is always within range and has no other bluetooth devices paired or multiple application running in the background. After dexcom representative reviewed the data and confirmed signal loss, advised patient's mother to replace the transmitter, however she stated she wanted to look into converting back to the share2 system. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 4/02/16. The reported event of loss of connection was confirmed. A root cause cannot be determined.